Manufacturer narrative:
The target lesion were the proximal left anterior descending (lad) and the first (1st) diagonal. The lesions were reported to be de novo, eccentric, a bifurcated lesion, heavily flexion, tortuous, heavily calcified, 40 mm in length, 2.5 mm vessel diameter, and type c. The lesion was pre-dilated with a 2.0/30 mm balloon at 10 atm for 30 sec. A cypher 2.5/28 mm stent was implanted at 16 atm for 20n sec. A second cypher 2.5/18 mm stent was implanted at 10 atm for 15 sec proximal to the first stent in overlapping fashion. The distal 2.5/28 mm stent were post-dilated with a 2.5/10 mm balloon at 16 atm for 8 sec. The proximal stent was not post-dilated. There was a reported 75% lesion distal to the 2.5/28 mm stent in the 1st diagonal that was not treated due to heavy calcification, flexion and difficulty accessing the lesion. After the intervention the peripheral flow to the distal lad was stopped (timi flow 0). No intervention was done due to the vessel diameter being narrow originally. There was no reported post-procedure mi. Ivus was not done. The residual stenosis was reported to be 25%. An act of 339 was reported. Please note that device (lot # i0106113) is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report #9616099-2006-00734 and 9616099-2006-00735.

Event description:
The report from the affiliate indicated that approx three and one-half (3 1/2) months after the index procedure, the pt complained of chest pain and breathing difficulty. The pt was diagnosed with an acute myocardial infarction (ami) which led to acute heart failure (ahf). The pt's ejection fraction (ef) was reported to be approx 20%. Coronary angiography was done and demonstrated thrombus inside the previously implanted cypher stents. An intra aortic balloon pump (iabp) was inserted and ptca was done using a 2.5/15 mm balloon at 14 atm several times for 60 sec total. During the ptca, vessel performance occurred and ptca was done again. The flow post-procedure was timi 2. The physician's connection regarding the possible cause of the late thrombosis was that it may be due to (1) the stent was under-dilated. (2) there remained untreated lesion distal to the implanted cypher. (3) ticlopidine hydrochloride was stopped due to rush.